Event description:
It was reported that the patient had three episodes of atrial fibrillation with rapid ventricular response. The patient also received anti-tachycardia pacing during charge and had some intermittent beats that were fast during reconfirmation. The patient received a shock. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.